Manufacturer narrative:
The complaint was confirmed. There was a partial tear in the groshong tubing just proximal to the cuff. The leak site exhibited a jagged tear across the blue radiopaque stripe. The exact cause of the tear is unknown. However, had the tear existed prior to placement, the leak would have been noted during pre-flush. The returned complaint sample exhibited signs of placement since the stylet had been removed and blood residue was found on the cuff. The tear in the catheter most likely occurred after placement, which indicates that the tear is a use related issue. No manufacturing related defects were found in the catheter.

Event description:
It was reported that the catheter was leaking around cuff when flushed. Site: r subclavian vein.